Manufacturer narrative:
One cadd® cadd-prizm® vip system was returned for analysis. The customer's reported problem was "error code 10037". A visual inspection found the pump to be in good physical condition. Evidence of reported problem in event log revealed no 10037 alarm messages. No problem was found with the pump displaying an error code "10037" alarm message during the investigation. Performed motor current test and found it to be within the pump's manufacturer specifications. The root cause of the issue is unknown. Recommend motor be replaced.

Event description:
It was reported that a cadd® cadd-prizm® vip system had error code 10037. There is no report of any patient involvement.